Event description:
It was reported that a patient on peritoneal dialysis (pd) expired from a peritoneal infection and covid 19. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, the pd registered nurse (pdrn) reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with necrosis of the abdomen (cause unknown) and suspected bacterial peritonitis. Pd culture results are not available, however, it was reported the patient had concomitant covid 19. The nurse reported the patient was treated with unknown antibiotics while hospitalized. Additionally, it was reportedly assumed the patient continued pd therapy (details unknown). Subsequently, on (B)(6) 2021, the patient expired while hospitalized. Details surrounding the patient¿s death are unknown. However, the pdrn indicated the death did not occur during a pd treatment. Per the pdrn, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The cause of the suspected peritonitis was reportedly because of abdominal necrosis. Moreover, the pdrn stated the patient¿s death was not suspected in anyway to be related to fresenius products. The nurse stated the exact cause of death is unknown; esrd death form is not available. However, the pdrn indicated the death is likely due to complications from concomitant necrosis, covid-19, and infection.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment on the pump door. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s hospitalization for abdominal necrosis with suspected peritonitis and covid 19. However, there is no allegation nor any objective evidence that a liberty select cycler/ fmc cassette malfunction or product deficiency caused or contributed to the hospitalization event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The nurse attributed the suspected peritonitis to the concomitant condition of abdominal necrosis. Subsequently, the patient expired approximately 8 days later during the hospitalization. The patient¿s nurse reported the patient did not expire during a pd treatment and the death is not suspected to be related to any fresenius products. The exact cause of death is unknown, and the esrd death form is not available. However, the nurse stated the patient¿s death is likely related to complications from comorbid conditions of abdominal necrosis, covid-19 and infection. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) expired from a peritoneal infection and covid 19. There were no reported allegations that the patient¿s death was related to an issue with fresenius products. In additional follow-up, the pd registered nurse (pdrn) reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was hospitalized with necrosis of the abdomen (cause unknown) and suspected bacterial peritonitis. Pd culture results are not available, however, it was reported the patient had concomitant covid 19. The nurse reported the patient was treated with unknown antibiotics while hospitalized. Additionally, it was reportedly assumed the patient continued pd therapy (details unknown). Subsequently, on (B)(6) 2021, the patient expired while hospitalized. Details surrounding the patient¿s death are unknown. However, the pdrn indicated the death did not occur during a pd treatment. Per the pdrn, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The cause of the suspected peritonitis was reportedly because of abdominal necrosis. Moreover, the pdrn stated the patient¿s death was not suspected in anyway to be related to fresenius products. The nurse stated the exact cause of death is unknown; esrd death form is not available. However, the pdrn indicated the death is likely due to complications from concomitant necrosis, covid-19, and infection.